Event description:
The customer reported that the system displayed fatal error. The field engineer noted that the system would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt staff injury was reported.